Manufacturer narrative:
This is a follow-up report for MDR 3007215625-2016-00004. On (B)(6) 2016, zeltiq received additional information on this case. . Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment.

Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq was not able to obtain the logs for the device to confirm that there were no device malfunctions or errors. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On (B)(6) 2016, zeltiq was informed of a male patient who was diagnosed with an umbilical hernia after coolsculpting treatment. The office informed zeltiq that the patient did not have a pre-existing hernia prior to the treatment, making this reportable. On (B)(6) 2016 zeltiq was informed that the patient consulted a surgeon for the hernia and indicated a need for hernia repair. Treatment and device information was not able to be obtained at the time of this report. A follow-up report will be made to the agency if and when new information is received about this case.

Event description:
A patient who previously had coolsculpting treatment to the abdomen and flanks in (B)(6) 2016, was diagnosed with an umbilical hernia. The patient began feeling discomfort to the abdomen immediately after treatment. Surgical repair was recommended and was scheduled for (B)(6) 2016. Additional information was not received at that time. On (B)(6) 2019, the treatment office indicated the patient was scheduled to have the umbilical hernia repaired on (B)(6) 2019.

Manufacturer narrative:
The system logs were reviewed and the system was performing as intended. Information was received by the treatment office on (B)(6) 2019 indicating the patient was having the hernia repair surgery on (B)(6) 2019.